Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high results, reported defect not reproduced on returned meter. Root cause: rc-061: storage outside specifications. Note 1: manufacturer contacted customer in a follow-up call on 10-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer did not report performing any additional blood tests using the true metrix meter. Note 2: manufacturer contacted customer in a follow-up call on 16-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for e-3 error message. Customer stated the e-3 error occurred as soon as the test strip was inserted. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/17/2022 and open vial date is one month ago. During the call, a back to back blood test was not performed by the customer.